Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. One day after the onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available as the reporter declined to provide additional information.

Manufacturer narrative:
Treatment was not reported and the patient was already hospitalized prior to the diagnosis of this event. A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, fever and abdominal tenderness which presented eight days prior to diagnosis. At the time of peritonitis diagnosis, the patient was already hospitalized and receiving treatment for other indications. The cause and treatment of the peritonitis was not reported. Should additional relevant information become available, a supplemental report will be submitted.